Event description:
Prior to procedure, the patient's right ventricular (rv) lead was oversensing noise, had no capture, and no sensing. Fluoroscopy showed the rv lead had dislodged. The patient was asymptomatic. During procedure, the helix failed to retract but the rv lead was successfully explanted and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the reported events of dislodgement, oversensing noise, loss of capture and loss of sensing were not confirmed. A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning and applying torque to the inner coil, the helix could be fully extended and retracted. The measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures. The lead failed in hi-pot test between the inner coil and non-functional cables due to procedural damage at the middle region of the lead. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and overtorqued inner coil at the connector region consistent with procedural damage.